Event description:
It was reported that on (B)(6) 2024, a 25mm navitor vision valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. Nursing staff loaded the valve, and there were no noted issues with valve loading. The loaded valve was inserted into the patient, and the valve passed through the femoral artery and iliac artery without issue. On crossing the aortic arch, it was noted that there was a distortion of the stent frame near the receptacle retainer. The decision was made to remove the system and replace the device. A new 25mm navitor vision valve was loaded and implanted successfully using a new flexnav delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. An event of material deformation (stent post deformation) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided image was reviewed by an abbott national product trainer. Based on all available information, the reported material deformation (stent post deformation) appears to be related to procedural conditions (misloaded valve). There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor vision valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. Nursing staff loaded the valve, and there were no noted issues with valve loading. The loaded valve was inserted into the patient, and the valve passed through the femoral artery and iliac artery without issue. On crossing the aortic arch, it was noted that there was a distortion of the stent frame near the receptacle retainer. The decision was made to remove the system and replace the device. A new 25mm navitor vision valve was loaded and implanted successfully using a new flexnav delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient status was stable.